Event description:
A customer reported that an antibody was not detected on a screen. Sample ID was (B)(4).

Manufacturer narrative:
The customer submitted some samples to immucor lab, but they were not able to be investigated because they were hemolysed.